Event description:
The customer reported that during acceptance testing, the device failed to completely boot up and displayed the service indicator. The device booted up no further than the `splash' screen. This reportedly occurred the first time the device was turned on.